Event description:
The customer reported that rooms are dropping off the central nurse's station (cns). The unit was not in patient use at the time.

Manufacturer narrative:
Details of complaint: the customer reported that rooms are dropping off the central nurse's station (cns). According to the customer, they can get everything back up after rebooting the unit and they have not had any dropouts for 2 plus hours. The system engineer used wireshark to get a pcap and the result showed no duplicate ip. The engineer suggested that the customer reboot the switch as it is unmanaged. The customer rebooted the switch; however, they're still having issues as rooms had gone down and come back up multiple times overnight. The customer requested that someone go onsite and replace the switch. A quote was provided to the customer for the onsite service to replace the switch and patch cables. The unit was not in patient use at the time. Investigation summary: the device with the reported issue was not available for evaluation. The customer performed switch reboots, temporarily restoring communication. Based on findings, the issue was attributed to a failing network switch. The root cause was determined to be network instability caused by a failing or degraded network switch in the ICU. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H11 additional manufacturer narrative.

Manufacturer narrative:
The customer reported that rooms are dropping off the central nurse's station (cns). According to the customer, they can get everything back up after rebooting the unit and they have not had any dropouts for 2 plus hours. The system engineer used wireshark to get a pcap and the result showed no duplicate ip. The engineer suggested that the customer reboot the switch as it is unmanaged. The customer rebooted the switch; however, they're still having issues as rooms had gone down and come back up multiple times overnight. The customer requested that someone go onsite and replace the switch. A quote was provided to the customer for the onsite service to replace the switch and patch cables. The unit was not in patient use at the time. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that rooms are dropping off the central nurse's station (cns). The unit was not in patient use at the time.